Event description:
At the pt's wound check, they performed an itp (inquire, telemetry, and print) which showed cardiac journal on, then they did an itp and sent the pt home. At the next follow-up visit, the rate profile was on instead of cardiac journal. This was duplicated in the clinical lab.